Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013364t and lot# 24049265 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris smartsite texium secondary set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. The tubing just upper the drip chamber had a small hole and chemotherapy leaked out of the line. This occurred (B)(6) 2024, and you are the first contact for this incident. I do not have the bag and set available and there was not harm to the patient.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed